Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures/current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.50x12 mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the shaft of the catheter got fractured. The physician thought that the shaft got fractured when he torqued it too much. The device was pulled out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient's status was fine.